Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed and the customer stated she had received motor error alarms on the insulin pump. During troubleshooting, it was found that the time on the insulin pump was incorrect, so the customer was assisted with correcting it. The insulin pump passed the prime test. The displacement and high pressure tests could not be performed because the customer did not have the needed supplies. During priming insulin was observed streaming out of the tubing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.